Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.